Event description:
The pt experienced increased pain and symptoms of withdrawal. A catheter dye study was done with unk results. A catheter revision was done due to a kink/occlusion in the intrathecal section of the catheter. It was occluded distal to the v-wing anchor and was left in the body and tied off with suture. A new catheter was inserted. The pt's pump was also replaced for prophylactic battery depletion. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and hydromorphone.

Manufacturer narrative:
(B) (4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.